Event description:
Reportedly, the instrument did not place properly formed staples on the tissue on the second firing. Therefore, the procedure was extended by two hours to suture the anastomosis and complete the case without further incident. Procedure: thoracic.